Event description:
It was reported that the patient heard and alert and came into the doctor's office. A lead integrity alert was noted on the right ventricular lead for oversensing, noise, and short interval counts. There was no change in impedance. No noise was observed during manipulation, but noise was seen during the visit. The polarity of the lead was changed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Sic count went up to 9728 in 6 days averaging around 1500 sic per day. Evidence of oversensing has been noted during high rate non-sustained and non-sustained ventricular tachycardia episodes on the (B)(6) 2015. Analysis of the device memory indicated the right ventricular lead integrity alert. Rv lead integrity alert warning for increased sic count and 2 or more high rate non-sustained episodes <(> <<)>220 ms occurred on (B)(6) 2015.